Event description:
During incoming inspection of goods by the distributor, metal fragments came off once pressure was applied. There was no pt contact or pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.